Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 23-sep-2019, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 23-sep-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator 977119 ngrc-ecaps magnetic resonance imaging (MRI) and two lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) devices experienced a return of pain and pain at the neurostimulator implant site. Patient is going for a pocket revision due to pocket site pain. After an x-ray was taken that showed that the leads migrated south, which caused the patient to lose full left sided stimulation and therapy. At this time, no lead revision will be done. Patient does not want to undergo another surgery for the leads only for the pain over the ins. Upon checking impedances and connectivity, the whole 8 to 15 lead is out (40,000) and unable to be used. Physician is aware. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.